Event description:
It was reported that customer experienced tandem mobi cartridge alarm during cartridge loading while following on-screen prompts, and this was first occurrence for this pump. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to remove cartridge, deliver 9-unit bolus, and then load new cartridge using correct technique, after which bolus completed successfully, cartridge was loaded, insulin therapy was resumed, and issue was resolved.